Event description:
The patient had a varicose laser in 2006 with no complications experienced. In five months later, the patient began to experience heart problems, but an examination found no problems. In 2007, the patient again experienced problems and an x-ray and CT of the chest (thorax) was performed, which revealed a corpus alienum of 12cm near the heart. An operation was performed and the corpus alienum was removed. The patient is doing well at this time.

Manufacturer narrative:
Evaluation: no product or lot number was returned to assist in our investigation. Unfortunately, without the actual complaint device, it is not possible to determine if the separated segment retrieved was actually our device. If the section was actually a piece of our product, it is possible that the separation occurred due to inadvertent contact with the laser, unknown to the physician. We can assure this device is visually inspected 100% for material defects and surface imperfections, prior to further processing. Our instructions for use manual (t-angio1204) states: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal." We also state: "do not attempt to heat or reshape the catheter curve; the catheter tip is made from a heat-sensitive material."